Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly broken about one centimeter from port connection. It was further reported that the drug allegedly leaked. Reportedly, the patient allegedly experienced pain during regular maintenance and the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments was received for evaluation. Gross, microscopic, visual, tactile and functional testing were performed. A complete circumferential break was noted on the distal end of the attached catheter. The edges were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified material separation, naturally worn and deformation issues. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly broken about one centimeter from port connection. It was further reported that the drug allegedly leaked. Reportedly, the patient allegedly experienced pain during regular maintenance and the catheter was removed. There was no reported patient injury.